Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope testing detected microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: b5 to remove microbiological testing results conducted by olympus. The customer did not provide microbiological testing results. The hygiene microbiological investigation report indicated the channels of the scope were cultured on 04jul2023 and the instrument/biopsy/suction channel and air/water channel tested positive for >20 cfu/ml of sphingomonas paucimobilis. The distal end unit did not detect contamination and auxiliary water channel detected 1 cfu/ml. The device was reprocessed and sampling was repeated on 11jul2023. Results showed no detection. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable defects: the air/water and suction cylinders had no color; the due to a crack on the plug unit, water tightness was lost; the objective lens had a crack; the bending section cover adhesive had a crack; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the water filters of the customer's non-olympus aer were not replaced properly in accordance with IFU. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that, during reprocessing, the evis exera iii colonovideoscope tested positive for microbial contamination, with greater than 20 colony-forming units (cfu) of sphingomonas paucimobilis from swabbing the distal end of the biopsy and suction channel. Also, it tested positive for greater than 20 cfu of sphingomonas paucimobilis from the distal end of the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cleaning, disinfection, and sterilization processes, stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was raised in water during aspiration with both positions of the suction valve. The air/water and balloon channels were flushed with water and air by using maj-1444 and maj-629, and the air/water channel was flushed with water and air using mh-948. The customer did not provide details regarding manual cleaning procedures. The automated endoscope reprocessor (aer) used was a wassenburg wd440 with korsolex detergent and disinfectant. All channels were connected with tubes when the endoscope was set up in the aer. The concentration and expiration date of the disinfectant were controlled. The water quality was controlled, with the last validation being in march 2023, and the filter was not replaced periodically in accordance with the instructions for use. The device was dried with compressed air and stored in a simple cabinet. Olympus is the maintenance company. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.